Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was found to have high thresholds, and was suspected of micro dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.